Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a remote monitoring report dated (B)(6) 2019 showed a sudden increase in lead impedances for approximately 15 days; after this period lead impedances values were normal. On (B)(6) 2019, a follow-up was performed and device interrogation showed all trends normal and stable. Preliminary analysis confirmed the reported behavior and revealed that it was due to a very specific and rare communication error leading to the display of aberrant data. This issue had no impact on device operation.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a remote monitoring report dated (B)(6) 2019 showed a sudden increase in lead impedances for approximately 15 days; after this period lead impedances values were normal. On (B)(6) 2019, a follow-up was performed and device interrogation showed all trends normal and stable. Preliminary analysis confirmed the reported behavior and revealed that it was due to a very specific and rare communication error leading to the display of aberrant data. This issue had no impact on device operation.